Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a new sensor message occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patients parent stated that around 10:02 am on (B)(6) 2021 the parent called 911 because the patient was unconscious. The parent checked the g6 mobile app and it showed new sensor with no alert message. The parent stated he believed that the patients glucose level went low because the patient had a school project and was tired. The patient was taken to the hospital and was given glucagon because his veins had collapsed and injecting (presumed to mean injecting intravenously) was not an option. The patient was then in normal condition. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.